Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "bone quality must be assessed at the time of surgery." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00017 / 00018).

Event description:
It was reported patient underwent labral repair on (B)(6) 2012 utilizing two juggerknots. One prong broke off of each inserter when surgeon was pulling the inserter out. One piece was retrieved and one piece was retained in the bone.